Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized with hypoglycemia. The customer stated he treated his blood glucose level with food and glucose tablets. The customer stated he was involved in a vehicle accident while driving and was wearing the insulin pump at the time of the hospitalization. Blood glucose at the time of admission was 20 mg/dl. He was treated with a glucose shot. Blood glucose at the time of the call was 136 mg/dl. During troubleshooting, the customer stated he wore the device during an x-ray and MRI. The insulin pump passed the displacement test. The customer would check the setting with the doctor due to recent changes were done. The device will not be returned for analysis.